Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 250165 / 250175, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.

Manufacturer narrative:
Additional informational was received that the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencig inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.